Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead did not deploy properly. The lead was withdrawn and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in blood; the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.